Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-401; lot# unknown. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# unknown. Triathlon sym patella s31x9mm; cat# 5550l319; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that a stage 1 revision was performed on the patient's left knee due to infection (infection reported by surgeon. Unknown if clinically confirmed, infecting microorganism unknown). All devices were explanted and a spacer was placed. Rep reported that no further information is available.